Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the batteries were lasting less than normal and the insulin pump had multiple alarms. Blood glucose value is unknown. The customer stated that he put a battery the night before, and in the morning, it said to change it. The battery before that only lasted 1 or 2 days and the insulin pump shut down. The customer checked the alarm history and reported that the insulin pump had power error, delivery stopped, insert battery, replace battery, power loss, insert battery and replace battery now alarms. The customer stated that the battery was previously used, the insulin pump was not dropped, the battery cap was not damaged or loose and there were no unattended alarms. It was advised to monitor the device until receiving a replacement. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The device was received with operating currents within specification. The device passed self test, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected low battery, replace battery now or power loss alarms noted during testing. The power management tool confirms the unloaded voltage and loaded voltage are within specifications. The device was received with minor scratched display window, case and keypad overlay.